Manufacturer narrative:
(B)(4) - retrospective review of this file based on protocol (B)(4) determined this is an MDR. No RMA has been initiated for this issue. Model m91, serial number/date code (B)(4) is approximately 1 year 4 months old. The user manual part number 1141450 rev e (oct-08) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is a (B)(6) female. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
The consumer alleges the motors on this wheelchair are leaking oil . Since the motors have allegedly started leaking, the consumer alleges the chair is throwing her to the right. No serious injury is alleged.